Manufacturer narrative:
Company rep evaluated the sys. Replaced memory chip, and upgraded to system software. Reseated cables. Calibrated and safely tested unit to factory specifications.

Event description:
Customer reported the passport 2 monitor's port was not recognizing the gas module which may have resulted in loss of gas monitoring. No pt injury was reported.